Event description:
Patient's meter would not power on. After attempting to use their meter they reported taking medication for diabetes. They reported going to the ER because they could not obtain a blood glucose reading (time and date unknown). Pt re-tested on another meter; however, the blood glucose reading could not be recalled (time and date unknown). The customer service representative checked that the batteries were good and they were correctly installed (positive + side up). Meter was replaced. Medical affairs specialist mailed a letter after 2 unsuccessful attempts at reaching patient.